Event description:
It was reported that the ventilator had no flow with audible alarms while connected to the patient. The ventilator would not power off. The patient was put on the back-up ventilator. The ventilator is only used at night with sleep. No patient harm reported.

Manufacturer narrative:
Na